Event description:
The customer stated that he was treated by the paramedics for a low blood glucose reading of 23 mg/dl. The customer checked the bolus history and found that a bolus was programmed and delivered the night prior to the event. The customer stated that he did not program the bolus as he was asleep during the time that it was delivered. The customer felt uncomfortable with the insulin pump and wanted it replaced. Advised the customer to revert to a back-up plan until the replacement insulin pump arrives.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.